Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user reported that the sound perceived through the implant is not clear with the current mapping settings. CT scan/xray is planned.

Event description:
The user reported that the sound perceived through the implant is not clear with the current mapping settings.

Manufacturer narrative:
According to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. However, to determine an exact root cause a device investigation of the explanted device is necessary. Further checks are planned but no date has been scheduled yet.